Manufacturer narrative:
One tactisys¿ quartz was received for evaluation. Testing revealed communication was maintained during analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information provided to abbott and the investigation performed, the root cause remains undetermined as the field reported event was not reproducible.

Event description:
During the procedure, the tactisys¿ quartz ablation system continually disconnected from the ensite system yielding no contact force readings which caused a delay. The power supply and cable were exchanged, but the issue remained. The tactisys was rebooted and power cycled 12-15 times. There were no adverse consequences to the patient.